Manufacturer narrative:
The reported event is associated with a clinical trial (B)(4) conducted under an investigational device exemption (ide). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system that was used in a neuro soft tissue ablation procedure. It was reported that post-operatively, the patient had pain in the back of the head below the incision and on the neck. It noted to worsen with movement. It was reported that nothing besides dexamethasone appeared to help. It was reported that the event was related to the procedure. It was unknown if the event was related to the thermal therapy system. It was unknown if additional medical intervention was required. Additional information was received. Additionally it was reported that no further treatment was planned and that the issue was unresolved.